Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's reported problem was observed during device data log review. However, the device was put through extensive testing including bench handling, power cycling, and ECG monitoring stress testing without duplicating the report. An inspection of defib receptacle found no discrepancies. The multifunction cable used was not returned and the customer was suggested to scrap the used multifunctional cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.